Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The rep reported that the hcp office stated the impedances remained the same, but the patient was getting very good therapeutic benefit from the contacts that were in range. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 10-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an external neurostimulator (ens). The rep reported that there was high impedance on the patient's right lead, first discovered on (B)(6) 2018. The rep reported that the healthcare provider (hcp) had difficulty accessing the lead in the patient's scalp and had to pull on the end cap. The rep reported that when they did so, it appeared that one of the electrodes was damaged which caused the high impedance. The rep reported the following impedance results: c & 8: 22238 ohms, c & 10: 15547 ohms, c & 11: 30374 ohms, 8 & 9: 21628 ohms, 8 & 10: 35902 ohms, 8 & 11: >40000 ohms, 9 & 10: 14609 ohms, 9 & 11: 29522 ohms, 10 & 1: 16971 ohms. No patient symptoms were reported. No further patient complications have been reported as a result of this event.